Event description:
It was reported by the end-user intermittent red skin areas under tape collar to various areas. More pronounced when swimming or showering.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per add'l info, end-user saw local ostomy nurse one year ago and was given prescription for metronidazole powder to apply to skin around stoma. Uses metronidazole powder followed by safe and simple skin barrier wipes. Wear time every 7 days. Alternate product sample sent. Instructed in sensi-care wipes. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.